Event description:
Codeman evd placed in the operating room on (B)(6) 2014. Evd discontinued (B)(6) 2014. On (B)(6) 2014, ecd incision found to be leaking and pt had ams, leukocytosis and fever; lp obtained and pt was started on rocephin, cefepime and vancomycin. Dx: culture negative meningitis. Diagnosis for use: ich with ivh.